Manufacturer narrative:
Concomitant medical products: zy52pjusbv lead, implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with t-wave oversensing post bi-ventricular pace. The patient's ventricular pacing rate is being cut in half, resulting in loss of cardiac resynchronization therapy pacing. Reprogramming of the sensitivity was done, but the patient came back to the clinic because it was happening again after the reprogramming. Additional programming options were discussed. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.